Event description:
Reported experiencing periodic elevated blood glucose (> 400 mg/dl), for the past month. Pt is able to successfully lower pt's blood glucose with insulin injections, pt has not been able to manage pt's blood glucose by bolusing. Pt indicated that pt believes the device is not delivering insulin properly. Additionally, pt reported that the device has been generating system alarm errors. No treatment was received for high blood glucose.